Manufacturer narrative:
No further details about this event were provided from the field and the lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, an ingevity lead¿s tines got caught in the tricuspid valve of the patient which resulted in additional cardiac surgery to correct the issue. The status of the lead is not known at this time and no additional adverse patient effects were reported.